Manufacturer narrative:
H3 other text : not returned to the manufacturer

Event description:
The manufacturer received information alleging a patient was harmed while using a ventilator. The information indicates the ventilator states data download. Repeated attempts for additional information or to have the device returned for evaluation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient was harmed while using a ventilator. The information indicates the ventilator states data download. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes.

Manufacturer narrative:
On previously submitted report, section event date (rfb) in box b was incorrect. Section event date (rfb) in box b has been updated/ corrected in this report.